Manufacturer narrative:
"Currently, it is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. No medical records have been provided; however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Instructions- for- use state, "possible complications include seroma, adhesions, hematomas, inflammation, extrusion, fistula formation, infection, allergic reaction." A lot number was provided and a device history record review performed. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016:the patient underwent repair of an umbilical and ventral hernia with a bard/davol ventrio hernia patch, reference number (B)(4), lot number: huzi1276 was implanted during this repair. As alleged, shortly after the surgery, the patient suffered severe recurrent abdominal pain, severe bleeding, redness and swelling around his surgical incisions with localized cellulitis. On (B)(6) 2016: the patient underwent another procedure to control the bleeding from the edges of the incision. During the procedure, the patient's physician found that the ventrio hernia patch was exposing and eroding into the patient's subcutaneous tissues. On (B)(6) 2016: the patient underwent a recurrent ventral and umbilical hernia surgery, to remove the ventrio hernia patch. . The attorney alleges, as a result of having the ventrio hernia patch implanted, the patient has experienced significant physical pain and suffering, has sustained severe injuries requiring past and future medical treatment, and resulting in impairment due to the alleged defective ventrio hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent repair of an umbilical and ventral hernia with a bard/davol ventrio hernia patch, reference number (B)(4), lot number huzi1276 was implanted during this repair. As alleged, shortly after the surgery, the patient suffered severe recurrent abdominal pain, severe bleeding, redness and swelling around his surgical incisions with localized cellulitis. (B)(6) 2016: the patient underwent another procedure to control the bleeding from the edges of the incision. During the procedure, the patient's physician found that the ventrio hernia patch was exposing and eroding into the patient's subcutaneous tissues. (B)(6) 2016: the patient underwent a recurrent ventral and umbilical hernia surgery, to remove the ventrio hernia patch. The attorney alleges, as a result of having the ventrio hernia patch implanted, the patient has experienced significant physical pain and suffering, has sustained severe injuries requiring past and future medical treatment, and resulting in impairment due to the alleged defective ventrio hernia patch. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with recurrent umbilical, ventral hernia and abdominal pain thereby underwent open repair with the implant of ventrio mesh. Per operative notes, "both umbilical and supraumbilical ventral hernias was dissected and a ventrio mesh was placed into the preperitoneal space and sutured." (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia with infected mesh bleeding from incision and drainage from incision site thereby underwent wound exploration and bleeding control. Per operative notes, "large amount of serous fluid from mid aspect was incision was noted with redness around mid aspect of incision with localized cellulitis. The wound was dehiscence was opened an the mesh was noted to be exposed eroding into the subcutaneous tissue. The remainder of wound was irrigated." (B)(6) 2016 - patient was diagnosed with recurrent ventral and umbilical hernia with infected mesh thereby underwent open repair with the removal of ventrio mesh. Per operative notes, "the mesh was noted immediately beneath the skin, severely adherent to the skin and fascia. Adhesiolysis was performed and the mesh was completely removed. The hernia was repaired with sutures." Attorney alleges that the patient had adhesions, hernia recurrence, infection, seroma, mesh erosion, protrusion and pain & suffering.

Manufacturer narrative:
"Currently, it is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. No medical records have been provided; however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Instructions- for- use state, "possible complications include seroma, adhesions, hematomas, inflammation, extrusion, fistula formation, infection, allergic reaction." A lot number was provided and a device history record review performed. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 21 days post implant of ventrio mesh, patient was diagnosed with infection, cellulitis, erosion, hernia recurrence, wound dehiscence, seroma, adhesions and protrusion thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Note, the manufacturing date (15-sep-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.